Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed pta systems.

Event description:
During a pta to a shunt anastomosis, the indeflator was noted to indicated two atmospheres of pressure prior to use. The indeflator was still used to inflate the balloon, and indicated that the balloon ruptured at 12 atmospheres. Therefore, the balloon was withdrawn from the patient. As per the reporting affiliate, no additional procedural or patient information is available, and it is unknown how the procedure was completed. There was no report of any adverse consequence to the patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.